Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the system was explanted and replaced due to a lead fracture. The issue has since resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2019-12367, 1627487-2019-12368. It was reported that the patient's system was explanted on an unknown date for an unknown reason. Further information is currently not available.